Event description:
On (B)(6) 2013, at (B)(6), for cardiohelp unit (article number 70104.8012; serial number (B)(4)) the hospital staff reported that the touchscreen locked up and they were unable to make parameter adjustments. (B)(4).

Manufacturer narrative:
(B)(4). The service technician performed a check of the cardiohelp unit and verified that the unit met factory specifications. The unit was operated for 24 hours and no problems or faults in the unit were observed.(B)(4).